Event description:
Additional information: it was reported that a doctor was being sought that could possibly ¿go in there and fish it out.¿

Event description:
It was reported that catheter either migrated or fractured. Patient was referred for a catheter revision. Patient's symptom was unknown. No further information was reported. The drug being delivered in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).